Event description:
Patient reported that their one touch ultra meter would not power on. This issue was not resolved with troubleshooting. No adverse event or serious injury reported. No further clinical information was provided.